Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider that reported that the cause of the catheter problem still had not been determined. Extensive imaging, roller study, catheter dye study all were negative and no pump alarms indicative of stall. Assumed to be experiencing intermittent positional catheter kinking/occlusion. The existing catheter was left in place and tied off. A new catheter was implanted. The patient was supposed to see the healthcare provider in consideration of catheter replacement surgery. The managing healthcare provider was not sure if this happened yet. No further patient complications were reported.

Manufacturer narrative:
Refers to the main device, other components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8578, lot# n155850, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that the patient's catheter was replaced in (B)(6) of 2016 for "similar symptoms". No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731 lot# serial# (B)(4) implanted:(B)(6) 2004 explanted: product type catheter product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type catheter product ID 8578 lot# n155850 serial# implanted: (B)(6) 2009 explanted: (B)(6) 2016 product type catheter product ID 8596 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2016 product type catheter patient code (B)(6) and device code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-14 from the patient reported that ¿about in 2016¿ her legs felt like they were on fire. The patient then stated, ¿around (B)(6) 2016¿ she had a ¿catheter revision¿. The patient stated if she slept for more than 4 or 5 hours she would wake up with her left leg feeling like it was on fire. The patient stated, ¿it hurt like hell.¿ the patient stated it felt like she was not getting any medication. The patient stated it only happened occasionally. The patient stated it gradually got worse, but ¿relatively quickly¿ and began happening more quickly. The intrathecal pump medication at the time included dilaudid, bupivacaine, and clonidine all with unknown concentrations and doses, but the clonidine dose and concentration was ¿set higher than recommended¿. The patient stated they did a revision of the catheter because they ¿assumed the catheter might be the problem¿. The patient stated that resolved the leg pain.